Event description:
The patient was showing symptoms similar to severe paravalvular leakage and underwent reoperation. The sjm valve was replaced by a smaller 21mm bioprosthesis from another manufacturer. At explant, a leaflet tear was observed. The patient was reported to be doing well following the procedure.